Event description:
Info rec'd via medwatch reporting bloodleak on a f8 dialyzer. The leak was noted approx 45 min into the treatment. Most of the blood was reinfused but approx 150-250 cc was discarded. The pt's vital signs were stable and the treatment was re-initiated without incident. The pt had presented to the clinic offering on new complaints. The pt was discharged post treatment in stable condition. A medwatch will be filed reporting bloodloss. No medical intervention was required. The director of nursing feels that it is likely that the dialyzer was dropped, creating the crack in the header cap. The actual dialyzer has been discarded.